Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025, during the procedure the activated clotting time documented was 256. The patient was discharged on plavix 75mg and aspirin. During a routine 45 day follow up transesophageal echocardiography (tee) a non-mobile pedunculated device related thrombus (drt) was noted on the closure device. The physician stated that the patient was discharged on 75mg plavix and aspirin (asa). The patient is fully recovered.